Manufacturer narrative:
(B)(4).

Event description:
At patient discharge it was discovered this ra lead wasn't pacing. A chest x ray showed the lead was dislodged. The lead was successfully repositioned. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.